Event description:
In 05, the lay user/patient contacted lifescan and alleged that her fasttake meter was not powering on. The medical affairs specialist attempted to call the patient two days later to obtain further information, but there was no answer and no option to leave a message. A letter will be sent. The reported meter was not turning on for the last three weeks and the patient has not been able to test her blood glucose since then (the last time she tested was three weaks ago). Last week, she experienced shakiness, nausea, and was light-headed. She did not attempt to test on the meter while experiencing the symptoms. She was taken to the hospital, where the hospital meter result was 480 mg/dl and she was given insulin through IV. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using the correct strips. She was asked to press the power button, but it did not turn on. The battery was checked and it was correctly installed. However, the battery was not replaced in greater than 1 year and the pt did not have a new battery for replacement. This complaint is reported as an adverse event since the pt was not able to test on the meter and experienced an adverse event (hospital meter result was 480 mg/dl) with administration of IV insulin treatment. A replacement meter, control solution, and test strips were sent to the lay user/patient.